Event description:
It was reported the manufacturer representative noted ¿a few, non-programmed¿ electrodes that were >10,000 and have been since implant. (B)(4). Additional information requested, however was not available at the time of report. Additional information will be reported when received.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3550-p4, lot# n334426, implanted: (B)(6) 2012, product type accessory. (B)(4).

Event description:
Additional information received reported that the high impedances did not resolve. It was noted that there were no any diagnostic performed. It was noted that the cause of the issue was not determined. It was noted that no interventions were taken or planed. It was noted that the patient was doing well.